Event description:
Customer reported a leak at the connection between the syringe and male luer at start of administration set before pressure sensing disk. Medication was heparin with 0.45 nacl for arterial line infusing at 1 ml/hr. In 60ml bd syringe labeled heparin 0.5 unit/ml with papaverine 30mg/250ml; concentration 0.12 mg/ml attached to tubing. The leak was noted after the syringe was changed. Routine tubing change is every 72 hours. The syringes are changed every 24 hours. There was no patient harm and no medical intervention was required. Although requested, no further patient information was available.

Manufacturer narrative:
(B)(4). The customer's report of a leak was confirmed. One used syringe set was received for investigation. Visual inspection noted a 0.503 inch crack on the female luer. Functional testing was performed and bubbles were observed escaping from the female luer. The root cause of this failure was not identified.